Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, "the cutting wire snapped." It was reported that they were not able to see if it was in contact with the mucosa but no part of the cutting wire detached and fell into the patient. They tried to bow the device but it no longer bowed. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.